Event description:
Customer reported that air bubbles were present in the insulin pump's reservoir. Customer reported that this was a recurring issue that caused her blood glucose level to be unstable. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.